Manufacturer narrative:
Concomitant products: product ID: 3987a, lot# n311738, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3987a, lot# n311738, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3708340, serial# (B)(4), product type: extension. Additional information indicates that the revision mentioned in this report is referring to the planned revision in manufacturer report #3004209178-2013-16493. See 3004209178-2013-16493 for further updates regarding this event.

Event description:
Additional information received from the manufacturer representative reported that the revision took place on (B)(6) 2015, and no other revision was done. It was reported that the pain the patient was experiencing was due to post-operative surgical pain. The patient was seen by the manufacturer representative around september and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot# n311738, implanted: (B)(6) 2012, product type: lead. Product ID: 3987a, lot# n311738, implanted: (B)(6) 2012, product type: lead. Product ID: 3708340, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported by the health care professional (hcp) that the patient was in pain after an implant procedure that had just taken place. They were awaiting the manufacturer representative (rep) to check on the settings and get the patient going before they could discharge them. They noted that they could not do anything with the patient. Information received later from the rep reported that the patient had a lead and an implantable neurostimulator (ins) revision. Relevant medical history includes complex regional pain syndrome type I and spinal pain. If additional information is received, a follow-up report will be sent.